Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an intraocular lens (iol) implant procedure, patient experienced discomfort in vision the iol was exchanged to unspecified monofocal lens 21 days following the initial implant procedure. Additional information received and stated that the symptoms of vision was resolved and no problem to the postoperative course.